Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 1 patient sample from coaguchek xs pro meter compared to the laboratory result. The meter serial number was asked for but not provided. The venous sample was collected in a syringe with no anticoagulant. The customer stated that the operator of the meter had an issue logging into the meter and had to wait on the test strip to be inserted. There was an elapsed time of 6 minutes before the measurement on the meter. The result from the meter was 1.6 inr and the result from the laboratory was stated as 1.0 inr or 1.1 inr. The method used was not provided. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.